Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant on the left breast. Post-operatively, the patient suffered left breast capsular contracture (baker grade IV). As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2022, the mentor failure analysis lab received the device for evaluation. On july 7, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (lot-9588356). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's implants were replaced with the following: (left) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9728986 sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9598154 sn: (B)(6).

Manufacturer narrative:
On july 19, 2022, mentor became aware that the patient's left breast capsular contracture was also characterized by breast pain and breast displacement. Along with removal and replacement of the implants, the patient also underwent left breast capsulectomy.